Event description:
Healthcare professional reported left side "ruptured saline". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, creases fold and yellow particles inner device. Leak test and microscopic analysis were performed which identified: striated opening on posterior and sharp opening on radius. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening and striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "ruptured saline". The device has been explanted.